Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. H3 other text : device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was unknown. Reportedly, customer entered the incorrect transmitter ID into the pump and required assistance with pairing dexcom transmitter to pump. During troubleshooting, customer was able to start a cgm session and continued using pump for insulin therapy.